Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record was unable to be reviewed for this device since the serial number was not provided. The historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection and based on the investigation results, the reportable malfunction was not reproduced or confirmed during testing. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is still ongoing. Should additional information be received, a supplemental report will be provided.

Event description:
The customer reported that while performing a therapeutic urological operation with an olympus elite iii, the image dropped and an e118 error code appeared. According to the initial reporter, the procedure was able to be completed by changing to another elite device. The customer went on to confirm that this event had no health damage to the patient. Reportedly, after the procedure, the staff inspected the device and found that the claws of the subject device were loose.